Manufacturer narrative:
Results: bd had not received samples, but a photo was provided by the customer facility for investigation. The photos of the customer sample shows evidence of a side pierced sleeve. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the sleeve on the bd vacutainer® ultratouch¿ push button blood collection set sleeve did not recover and caused a leakage. No injury or medical intervention.